Manufacturer narrative:
Corrected information has been provided in d10(concomitant med products).

Event description:
The complainant reported a patient with a significant past medical history was transferred from an outside facility after several days of not feeling well. The patient underwent left heart catheterization, which revealed lesions in the left circumflex artery and saphenous vein graft to posterior descending artery. Given refractory cardiogenic shock, the decision was made to initiate biventricular mechanical circulatory support with placement of an impella rp flex and consultation with cardiothoracic surgery for axillary placement of an impella cp which was successfully placed. The following day, the patient underwent cardioversion for atrial fibrillation with rapid ventricular response. Additionally noted, patient was anuria and continuous renal replacement therapy (crrt) was initiated. The patient remained on bipella support with intermittent dependence on both mechanical and pharmacologic circulatory support. Approximately three days later, it was noted airway bleeding following an endotracheal tube exchange performed, the prior day, with formation of large segmental clots within the bronchioles. The patient was treated with tranexamic acid. Systemic heparin was paused due to bleeding, with plans to resume when clinically safe. The care plan included weaning vasoactive infusions as tolerated and eventual explant of the impella rp flex, with interruption of anticoagulation to obtain hemostasis and planned extubation. Subsequent information clarified that atrial fibrillation was present at the time of impella implantation and had been ongoing for greater than three days per pacemaker interrogation; cardioversion was intentionally deferred until mechanical support was established. The airway bleeding was determined to be secondary to traumatic injury from the endotracheal tube exchange, confirmed by bronchoscopy. Despite the pause of heparin, the bleeding could not be controlled, and the patient became hemodynamically unstable due to acute blood loss. After discussion with the family, care was withdrawn, and the patient expired.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 79-year-old patient with a significant past medical history including heart failure with reduced ejection fraction, coronary artery disease with prior CABG (2010), paroxysmal atrial fibrillation, and aortic stenosis status post transcatheter aortic valve replacement (tavr) was transferred from an outside facility after several days of not feeling well. Troponin was elevated to 1600, and the patient met shock alert criteria with hemodynamic compromise (cpo 0.3, papi 0.3). The patient underwent left heart catheterization, which revealed lesions in the left circumflex artery and saphenous vein graft to posterior descending artery. Given refractory cardiogenic shock, the decision was made to initiate biventricular mechanical circulatory support with placement of an impella rp flex and consultation with cardiothoracic surgery for axillary placement of an impella cp which was successfully placed. The following day, the patient underwent cardioversion for atrial fibrillation with rapid ventricular response. Additionally noted, patient was anuria and continuous renal replacement therapy (crrt) was initiated. The patient remained on bipella support with intermittent dependence on both mechanical and pharmacologic circulatory support. Approximately three days later, it was noted airway bleeding following an endotracheal tube exchange performed, the prior day, with formation of large segmental clots within the bronchioles. The patient was treated with tranexamic acid. Systemic heparin was paused due to bleeding, with plans to resume when clinically safe. The care plan included weaning vasoactive infusions as tolerated and eventual explant of the impella rp flex, with interruption of anticoagulation to obtain hemostasis and planned extubation. Subsequent information clarified that atrial fibrillation was present at the time of impella implantation and had been ongoing for greater than three days per pacemaker interrogation; cardioversion was intentionally deferred until mechanical support was established. The airway bleeding was determined to be secondary to traumatic injury from the endotracheal tube exchange, confirmed by bronchoscopy. Despite the pause of heparin, the bleeding could not be controlled, and the patient became hemodynamically unstable due to acute blood loss. After discussion with the family, care was withdrawn, and the patient expired. Although the airway bleeding was attributed to procedural trauma and not device malfunction, the requirement for systemic anticoagulation during impella support may have contributed to the severity of bleeding. Both the impella rp flex and the impella cp are being reported as death-type reportable event; each device was in use preceding the patient¿s demise. The exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted. Device status. The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Corrected: d1, d4 (serial), d8, h3. Ppae/paroxysmal atrial fibrillation/renal failure/major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional event information received in b5.

Event description:
The impella was explanted successfully but they disposed of the impella after explant. The physician reported that there was no impella related problem.